Event description:
The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb) due to loss of gui communication errors. The covidien service engineer uploaded the latest version of the operational software. The ventilator was not in use on a patient at the time the event occurred the unit passed all testing and operated within the manufacturing specifications